Event description:
A (B)(6) result was obtained on a patient sample and considered discordant when compared to the patient's clinical picture. The physician questioned the (B)(6) result and the customer performed repeat testing. The repeat (B)(6) test results were negative. There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp hbsag assay result.

Manufacturer narrative:
The cause for the initially (B)(6) advia centaur xp hbsag patient result when compared to the repeat negative test results is unknown. The customer noted that the patient sample was processed from an offsite blood draw facility. The customer's quality control results were within acceptable ranges at the time of the event and there were no errors observed in the advia centaur xp system log. The customer has declined a service visit and no additional patient testing will be performed at this time. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.